Manufacturer narrative:
Technical support received the log file from the customer and it was seen that alarm 379 and 388 (no o2 dosing possible) were triggered on the device. No root cause has been determined at this time, since the investigation is still ongoing. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the o2 supply of the bellavista 1000 failed during ventilation of a patient. Additionally, no o2 dosing alarm was triggered on the device. The device was set to deliver 100% fio2, however when the error alarms occurred, fio2 dropped to 21%.the customer stated that the patient desaturated with confirmed oxygen saturation values of 60%. Manual ventilation was performed by the respiratory therapist and the patient was transferred to a back up ventilator.